Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the mixer of ht70 ventilator had abnormal noise at o2 level 60%. The mixer was replaced and the device was continuously used. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Found different issue that the ht70 ventilator generated an abnormal noise. An oxygen mixer with green hose was received under the complaint number. The reported symptom was not verified from the oxygen mixer. The oxygen mixer was installed on a test ht70 and pts-2000 ((B)(4)). The unit was adjusted to standard settings. The mixer was adjusted between the 21%, 40%, 60%, 80% and 100% to check for abnormal noise, no noise can be heard from the mixer at all previous mentioned percentages. Mixer disassembled, found dirty filter, and a stained diaphragm. The pts-2000 shows low readings at the following mixer settings (mixer 21% - pts 20.7%; mixer 50% - pts 21.6%; mixer 100% - pts 42.6%). I¿m unable to determine the root cause of low readings as all connections are tight and the unit does not have damage.

Event description:
It was reported that during use the mixer of ht70 ventilator had abnormal noise at o2 level 60%. The mixer was replaced and the device was continuously used. There was no patient harm reported.